Manufacturer narrative:
Device used for treatment, no diagnosis. Additional narrative: patient identifier, age, and weight not provided. This report is for an unknown screw/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, "a comparison of k-wire versus screw fixation on the outcomes of distal phalanx fractures" (2015). Hay, r.a.s. & tay, s.c. The journal of hand surgery (2015; 40(11):2160-2167). The country of origin is (B)(4). A retrospective review of clinic patients with distal phalanx fractures between the years of 2007 and 2013. Of 141 patients, 31 patients had surgery for 33 distal phalanx fractures. Twelve of the fractures had k-wire and 21 had screw fixation. There were 12 males with a mean age of 39.8 years who had the k-wire fixation and 20 males with a mean age of 35.1 years who had screw fixation. Of the 21 patients that had fixation with screws, nine males had the screws explanted due to tenderness in the fingertip. This report is 3 of 10 (B)(4)423. This report is for an unknown screw and refers to a male patient who had screws explanted due to tenderness in the fingertip.